Event description:
The facility indicated the ground pin is broken from the plug.

Manufacturer narrative:
The technician found the ground loss light flashing. The technician replaced the power cord plug to repair the bed.